Event description:
Eight months after stenting, restenosis was found in the target lesion. This patient presented to cath with 3-vessel disease. Intra-procedure medications included gp2b/3a inhibitors. Pci was performed on a 95% stenotic lesion in the ramus of 13.0mm in length in a 3.0mm diameter vessel. A 3.30x13mm cypher stent (lot# unknown) was deployed at 15 atm. Post-dialation was performed for unspecified reasons with an unknown balloon. Residual diameter stenosis measured 25%. Timi iii flow was recorded post-procedure. Follow-up angiography was performed eight months later. The patient had target lesion restenosis greater that or equal to 50% by calipers or greater than or equal to 70% by visual measurement through 12 months. Target lesion revascularization and target vessel revascularization were performed. Palvix was given post-procedure for twelve months.